Event description:
It was reported that a power source alert occurred. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter, left wall adapter plugged into working outlet for at least 30 minutes, and pump began charging using original charging supplies, so no further assistance was required.